Event description:
It was reported on (B)(4) 2015 through clinic notes that the patient is being referred for a re-implant due to the battery being at ifi-yes. Clinic notes dated (B)(6) 2015 state that her caregiver is concerned because of increased seizure frequency and behavioral problems. The mother thinks the seizures and behavioral issues are correlated. The patient¿s mother states vns has saved her daughters life so due to the slight increase in seizures it was recommended that the vns battery be changed in 1-2 months. No changes were made to medications. The patient underwent prophylactic generator replacement on (B)(6) 2015. The explanted device has not been received for analysis.

Event description:
Product analysis for the generator was completed and approved on 06/16/2015. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator showed an ifi-yes condition with 2.716 volts as measured during completion of the final electrical test. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was returned for analysis on 05/15/2015. Analysis is underway but has not been completed to date. Follow-up with the nurse showed that the increase in seizure frequency began in (B)(6) 2015. The increase in seizures was below the patient's pre-vns baseline frequency. There were no causal or contributory programming changes, medication changes, or other external factors that preceded the event.